Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 3.0x33mm xience xpedition is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified restenosed lesion in the mid right coronary artery (rca) and the proximal left anterior descending artery (lad). A 3.0x33mm xience xpedition stent was deployed in the lad and a 3.5x18mm xience xpedition stent was deployed in the rca on (B)(6) 2017. Both with good timi 3 flow results. On (B)(6) 2017 the patient presented to the hospital with angina. An angiogram confirmed in-stent restenosis in both the 3.0x33mm and 3.5x18mm xience xpedition stents. The in-stent restenosis in both stents were treated with an unknown drug eluting balloon to further dilate the stents and achieve better flow. It was confirmed that the patient has been compliant with dual antiplatelet therapy (dapt). There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.